Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30387831m number, and no internal action related to the complaint was found during the review. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, while using the thermocool® smart touch® sf uni-directional navigation catheter a(30387739m) the temperature values stopped displaying on the smartablate generator and an invalid temperature error was displayed when trying to go into ablation. The catheter was replaced and the issue semi-resolved. The cable was replaced, and the issue resolved. The case continued with a second thermocool® smart touch® sf uni-directional navigation catheter (30387831m). This issue was assessed as not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. While ablating with the replacement catheter (thermocool® smart touch® sf uni-directional navigation catheter (30387831m)), the patient¿s blood pressure dropped, and pericardial effusion was confirmed by intracardiac echocardiography (ice). Perforation of the interior wall, the right superior pulmonary vein on the left atrium was also found. The medical intervention provided was a pericardiocentesis and 3 liters of fluid were removed from the pericardial space. The patient was taken to an operating room (or) for emergency sternotomy to stop the bleeding at the perforation site. Patient was reported to be in stable condition. Extended hospitalization was required as a result of the adverse event. Physician believed the cause of the adverse event was the high force >40g with the thermocool® smart touch® sf uni-directional navigation catheter during the procedure (prior to ablate). This occurred while the catheter was on the roof of the left atrium near the right superior pulmonary vein (rspv). Physician continued to ablate an anterior mitral line, and almost completed when the effusion was noted. Transseptal puncture was performed during the case. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 15ml/min. The force visualization features used included graph, dashboard, vector and visitag. Standard surpoint settings were used with the visitag module: 3s min time, 3mm stability, force 3g 25% of the time. Tag index was used as coloring option. Force was analyzed in the area around the time the complication was noted.